Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4).

Event description:
During the onyx injection, it was reported that onyx leaked out of the marathon catheter. No injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00604.